Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the pt at about 11 days later, and obtained the following info. The pt reported that at approx 5:30pm on the day of event, he obtained blood glucose readings of "114, 99, and 218 mg/dl" with the subject meter, performed less than 10 mins apart from each other. Based on statistical methodology, the calculated difference of these blood glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt claimed his target blood glucose range is "120-130 mg/dl." In response the "218 mg/dl" result obtained, the pt stated that he took 2 units of humalog insulin. Approx 30 mins after giving self insulin, he reported feeling shaky, dizzy and disoriented. The pt confirmed that he tested his blood glucose with the subject meter at the onset of symptoms; however, did not recall what the reading was. In response to the symptoms, the pt stated he contacted his physician and was advised to eat something. The pt claimed since he did not feel well he did not eat or drink anything; however, the symptoms subsided without any form of treatment within 25 mins of when they started. The pt claimed he ate his supper 1 hour after the symptoms started. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique, and that the test strips were in good condition. The pt did not have control solution to test the product. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.